Manufacturer narrative:
This event is being reported as serious injury due to possible intervention of topical debridement for the non-healing wound. The hcp did not consent to follow up and was unable to provide a lot number; therefore no additional information can be obtained and an internal investigation could not be performed. The strattice device remained implanted at the time of the report. Based on the limited information, a relationship between the event and the strattice cannot be determined.

Event description:
It was reported that a patient had strattice implanted in (B)(6) 2017 in the abdomen. The patient developed a non-healing wound that is currently being treated with wet to dry dressings. The physician inquired about topical debridement options.